Manufacturer narrative:
Additional information was received on 24-feb-2026. The generator was on automatic mode. No error on ngen. The rf generator was discharged for 1 second and the discharge was cut off due to high temperature. Therefore, added to h6. Medical device problem code "insufficient cooling (a1003)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 15-jan-2026. The generator had no issues. The alarm immediately sounded when the flow rate changed from 2 to 15. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a thermocool smarttouch catheter and observed an occlusion/no irrigation issue and the device was used in the patient. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 26-jan-2026. Visual inspection, temperature, impedance and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed and the device was not irrigating. The device was dissected and a bent and an occlusion of reddish material was observed in the irrigation tube at the luer hub area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion observed could be related to the irrigation issue reported by the customer, the complaint was confirmed. The occlusion could be related to the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a thermocool smarttouch catheter and observed an occlusion/no irrigation issue and the device was used in the patient. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 16-dec-2025. The suspected device for the reported flow/irrigation issue was the catheter. The device was used in the patient. No error, unable to discharge, and found blocked after catheter withdrawal. Steps taken to resolve the irrigation issue was high flow rate drainage. The correct catheter settings were selected on the generator. There were issues with flow rate change at the start of the ablation. Requested additional clarification on the event. However, no further information has been made available. The occlusion/no irrigation issue was originally considered non-reportable, however, bwi became aware on 16-dec-2025 that the device was used in the patient and have reassessed the event as reportable under the thermocool smarttouch catheter. The awareness date for this record is 16-dec-2025.